Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The lead was returned severed 73 millimeters (mm) from the terminal end. Only the proximal segment was returned. There were cuts noted in the outer insulation likely explant damage. The setscrew marks were in the correct location on the terminal pin. Continuity testing passed indicating conductors were intact. Visual inspection revealed no abnormalities other than induced damage from normal use.

Event description:
It was reported that this right ventricular (rv) lead exhibited low intrinsic amplitude measurements. Additional information obtained from the field which indicated that the lead was surgically abandoned. No additional adverse patient effects were reported.